Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 25sep2019. No further follow-up is planned. Evaluation summary a female patient reported that she dropped her humapen savvio device and after that it did not work. She disassembled and reassembled the device, and stated it started working properly. The patient also reported her "insulin was not being effective because it was kept out of the fridge and probably it was kept over 30 degrees for a week." She experienced increased blood glucose and hypoglycemia. The device was not returned to the manufacturer for investigation (batch 1612v01, manufactured december 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However, based on the complaint description, the damage to the device occurred in the field, not related to the manufacturing process. A complaint history review did not identify any atypical findings with regard to dose accuracy issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core user manual provides adequate care and storage directions. The core user manual also states if any of the parts of your humapen luxura device appear broken or damaged, do not use. There is evidence of improper use. The patient continued to use the device after dropping, disassembling, and reassembling the device. It is unknown if this misuse is relevant to the events of increased blood glucose or hypoglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6)-year-old female patient of an unknown origin. Medical history included ringing in ears. Concomitant medications included hydrochlorothiazide-losartan potassium for unknown indication. The patient received human insulin isophane suspension (rdna origin) injection (humulin n, 100 u/ml) from cartridge via a reusable device humapen savvio (graphite) at an unknown dose, frequency and route of administration for the treatment of an unknown indication beginning approximately in 2018. On an unknown date while taking human insulin isophane suspension therapy she experienced hyperglycemia as her insulin was not being effective because it was kept out of the fridge and probably it was kept over 30 degrees for a week ((B)(4); lot number c972385d) however she increased her dose (unspecified) of human insulin isophane suspension therapy but it was still not effective. On (B)(6) 2019, last night because lot of insulin was accumulated in her body she had hypoglycemia and started feeling bad at night therefore she measured her blood glucose and it was approximately 30 mg/dl of glycaemia (reference range was not provided), she also felt sleepy because of glycaemia. The event of hypoglycemia was considered as serious due to medically significant reason. Further her per-existing condition of ringing in ears was gotten worse. She also dropped her humapen savvio (graphite) device and after that it did not work ((B)(4); lot number 1612v01) however she disassembled and reassembled it, and right now humapen savvio (graphite) started working properly then she used it which was considered as improper use. Information regarding corrective treatment, outcome of the events and status of human insulin isophane suspension therapy was not provided. Follow-up would not be requested as consent to contact reporter and contact details of healthcare professional was not provided. The operator of the humapen savvio (graphite) was the patient and her training status was not provided. The general model humapen savvio (graphite) duration of use and the suspect humapen savvio (graphite) device duration of use were not reported. The humapen savvio (graphite) device associated with product complaint (B)(4) was not returned to the manufacturer.. The reporting consumer did not provide any opinion on relatedness assessment between the events and human insulin isophane suspension drug or with humapen savvio (graphite) device. Edit 16-sep-2019: on review updated event onset from (B)(6) 2019 to (B)(6) 2019 for event hypoglycemia. Update 25sep2019: additional information received on 24sep2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen savvio (graphite) device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.